Manufacturer narrative:
Results: the catheter is broken approximately 5.9 cm from the distal tip of the shaft. The catheter is not stuck to the packaging card or trapped by the tape on the distal end of the packaging mandrel. The packaging mandrel was free from the tape in package. Conclusion: the complaint has been evaluated and confirmed. The catheter is broken in the distal portion of the shaft as described in the complaint. This break likely occurred during attempted removal from the packaging. It is possible that the user attempted to remove the neuron from the proximal hub end while holding the tip of the neuron to the packaging card. In addition, the packaging mandrel may have been removed without proper handling causing the flexible distal tip to fracture. Devices are thoroughly inspected during the manufacturing and packaging process therefore, it is unlikely this device was damaged in this way prior to shipment. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
After unpackaging catheter for use in a case, a rupture was found on the distal portion just after the braided section. The catheter stayed out of bodily contact.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.